Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that no capture was noted during routine follow up. Patient had no symptoms or problems. Clavicular crush was also noted on rv lead. The lead was explanted and replaced due to the lead helix wouldn't re-extend. Patient condition was fine and was doing well without problems.